Manufacturer narrative:
Customer discarded product.

Event description:
It was reported that during a surgical procedure at the user facility, the device had a white grain substance that rusted on the tubing. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.